Event description:
It was reported that the caller required assistance with updating the pump time settings. There was no adverse impact to the customer's blood glucose level. The technical support team helped the caller update the pump time and advised monitoring the situation for any recurring discrepancies greater than five minutes. The caller understood and acknowledged the advice given.